Event description:
Customer reported no fluoro after system went into screen saver mode. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and was not able to reproduce the reported